Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's saphenous vein graft. The balloon would not inflate. During withdrawl of the delivery system, the physician noted that the stent had embolized. A second delivery system was used to successfully deploy a stent at the target lesion site. The physician belives that the undeployed stent most likely was compressed against the vessel wall during deployment of the second stent. There were no clinical sequelae reported relative to the event.